Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary entire drawer was off of the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on the bus. A field service engineer (fse) found full height drawer 5 completely non-functional with no lights on the controller boards. All controller boards in the drawer were replaced, and a missing magnet from the latch was also replaced. The drawer was then configured in the application, and all tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.